Manufacturer narrative:
A ge svc rep performed an on site investigation. The switch housing was cleaned and the switch was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9800 sys x-ray button was sticking. No pt injury was reported.